Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-05500 and 3005099803-2009-05501 for the other associated device info. It was reported to boston scientific corp that three combo cath wire-guided cytology brushes were used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2009 (pt over 18). According to the complainant, during the procedure when the brush was fully extended forward the orange handle complete broke off. The brush was unable to be retracted back into the sheath. This occurred three times in a row, with three separate brushes. The devices were not tested prior to sue; however, no damage was noted. All three brushes were removed from the scope fully out. The scope remained in the pt throughout the procedure. The procedure was successfully completed with a fourth combo cath wire-guided cytology brush. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The complainant indicated that the devices have been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).